Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was received fully deployed with the expected number of pulses delivered during priming. The needle mechanism was manually reset and redeployed as intended. No damages or defects were observed that would contribute to a needle mechanism failure. The device delivered over 200 pulses, as well as multiple immediate boluses.

Manufacturer narrative:
The device has been returned/received and a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s931usqs7bylr. Hardware: sm-s931u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 280 mg/dl while wearing the pod between 4 and 24 hours on the leg. It was reported that the pink slide did not move forward and was not visible in the viewing window, indicating a needle mechanism failure. The patient confirmed that the cannula had inserted into the skin. As treatment, a new pod was applied, and the patient¿s blood glucose level started to decrease.